Manufacturer narrative:
(B)(4). The device was returned and investigated. The returned device analysis replicated the difficulty to open the clip and clip arm jumpiness; however, there was no other damage identified and the clip unlocking mechanism was noted to work properly; thus, the reported clip actuation issues were confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While clip arm jumpiness was noted during returned device analysis, it should be noted that the clip arms jumped opened approximately 20 degrees upon performing troubleshooting, and is under the allowable 45 degree maximum for clip arm jumpiness. The investigation was unable to determine a conclusive cause for the clip actuation issues. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip actuation issue during preparation. It was reported that during preparation of the clip delivery system (cds), the final arm angle was established and an attempt was made to re-open the clip; however, the clip would not open. Troubleshooting maneuvers were performed and the clip was then able to open. The clip was closed and the opening was tested again, but the clip opening was jumpy, not smooth as it usually is. The decision was made to use a second clip instead and this clip was not used. There was no patient involvement. No additional information was provided.